Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the proximal end of the flex-guide had been carved by the delivery tubeset when the plunger was depressed to deploy the locator wings and initiate sheath splitting for clip delivery. Sheath splitting was complete and the sheath was observed to be torn and elongated, indicating additional force was applied as reported. The vessel locator wings were bent which prevented them from fully collapsing into the delivery tubeset when the clip was fired, which could interfere with clip deployment. Analysis indicates that the probable cause for the failure to deliver the clip at the artery was related to the flex-guide carving which is due to a failure to maintain alignment between the tubeset and flex-guide when depressing the plunger to initiate the thumb advancer deployment and sheath splitting, causing the tubeset to carve into the flex-guide. The probable cause for the bent vessel locator wings that interfered with the clip deployment is a challenging anatomical condition. Tissue compaction that exerted a distal force on the wings, causing them to bend while in the tissue tract. Review of the device history record found there were no ncmrs written for this lot. A review of the complaint database for this lot did not reveal any indication of a lot specific product quality deficiency. The instructions for use (IFU) instruct the user to: place the left hand on the stabilizer to stabilize the device at the angle of the tissue tract. Additionally, the IFU states that while maintaining apposition of the locator wings on the anterior surface of the arterial wall and keeping the flex-guide straight, advance the thumb advancer. The IFU also states, do not advance the thumb advancer against excessive resistance and provides instructions on how to facilitate device removal if excessive resistance is met.

Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a starclose se device after a carotid stenting procedure using a 6f sheath. Reportedly, as the thumb advancer was being advanced, the sheath started to elongate. Difficulty was encountered while depressing the thumb advancer. The clip delivery tube was forced all the way down until the #3 was visible in the window and the thumb advancement was completed. The clip was deployed but was observed to be present on the skin level. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the technician is trained in the use of the perclose proglide device. No additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimate age (patient was reported to be in his (B)(6)). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information